Manufacturer narrative:
One smiths medical cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The device history log review indicated that a wrong cassette alarm message occurred after the cassette latched. The pump was visually inspected and functional tests performed by attaching a cassette to the pump. The pump displayed "wrong cassette" alarm after attaching the cassette. There was noted fluid ingression upon visual inspection of the pump. Based on the evidence, the root cause of the issue is fluid ingression as a result of use of the device in a manner that is inconsistent with instructions for use (IFU).

Event description:
Information was received indicating that a wrong cassette error occurred to a smiths medical cadd-prizm® vip ambulatory infusion pump. There were no reported adverse effects.